Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0871 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The following were noted during visual inspection: minor scratched display window, small crack on the display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, small crack on the reservoir tube window, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump was received without a battery. No damage noted on the original battery cap. Unable to verify daily insulin total, basal insulin delivered total and bolus insulin delivered total for event date (B)(6) 2024 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date (B)(6) 2024 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly or on the motor. The pump passed the functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2024. The location and cause of death was unknown. The customer reported adverse event. The event involved product(s) mmt-722lcas. Troubleshooting was not performed. It was unknown whether the customer worn pump at time of passing. Mmt-722lcas was requested and customer returned the device for analysis.